Event description:
Additional information reported stated that the lead exhibited low impedance and was capped during a routine pulse generator change out procedure. The patient was in good condition post procedure.

Manufacturer narrative:
Required intervention to prevent permanent impairment damage (devices).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead insulation exhibited an anomaly. The lead was capped and replaced.